Event description:
After about two and a half days use, the omnipod, new pod 400 series, failed during a bolus. Ref no per customer service indicates an internal mechanical failure. I have used 4 separate pods consecutively and each one has failed. This is a 100% failure rate.